Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product ID 694765 implantable tachy lead implanted: unknown; product ID mdt-lead implantable pacing lead implanted: unknown. (B)(4).

Event description:
It was reported that the customer felt device had reached recommended replacement time (rrt) too fast. The device remains in use. No patient complications have been reported as a result of this event.